Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2021-11-19. H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one opened un-retracted unit and one photo. Upon visual inspection, it was found that a black speck was embedded within the grip of the unit. The reported defect was confirmed. Ftir analysis was performed, and the material was determined to be a non-foreign, burnt particulate resin. These specks are a result of material build up on the barrel/screw breaking free during the molding process. Molds are purged between lots to reduce buildup; however, one lot can sometimes take up to ten days to produce. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported when using the bd connecta¿ 3-way stopcock there was foreign matter in the fluid pathway. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "when the purchasing department opened the package, black foreign matter was found at the white end cap and transparent interface screw."

Event description:
It was reported when using the bd connecta¿ 3-way stopcock there was foreign matter in the fluid pathway. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "when the purchasing department opened the package, black foreign matter was found at the white end cap and transparent interface screw."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.